Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range impedances of greater than 2500 ohms. As a result, the lead was surgically abandoned and successfully replaced. To avoid any additional surgery, the device was explanted and replaced at the same time. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.